Manufacturer narrative:
Lead noise was initially reported in in MFR number 2017865-2014-18252.

Event description:
It was reported that the right ventricular lead exhibited noise and high capture threshold. The right atrial lead exhibited noise. The leads were replaced and replaced. No further information was available.

Event description:
New information available on 9/17/2018 states that the patient was not symptomatic and was stable before, during and post procedure.

Manufacturer narrative:
The reported events were lead noise and high capture thresholds was confirmed. An external abrasion was noted at (B)(4) cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with friction to another device or patient anatomy.